Event description:
It was reported that the "pin does not hold at 60 pounds of pressure-thread loosen." There was no patient injury. The product was in use for two minutes before the event occurred. The clamp was removed and a different clamp was used. The procedure was a cervical spine surgery.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.